Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/28/2016 with the following findings: during investigation, the battery compartment cap threads were intact. The cap was able to be tightened to a test pump with no issue. The coin slot on the battery cap was stripped.

Manufacturer narrative:
The product has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition battery issue; stripped threads on the battery cap. This complaint is being reported because the alleged malfunction has the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap. There was no indication that the product caused or contributed to an adverse event.